Event description:
We received a report regarding a male patient who reportedly experienced a central corneal ulcer leading to "scar tissue" and permanent loss of visual acuity in the left eye following the use of complete moistureplus. The reporter did not have complete medical records but stated that the patient experienced puffiness and redness of the left eye. It was unclear how long he experienced the symptoms before he went to an emergency room for treatment. Evidentally, he was given "eye drops" which he used for several days. The reporter noted that a corneal transplant may be required. The reporter indicated that the patient began use of contact lenses in the summer of 2005 and the onset of the event was given as 09/22/2006. The specific unit the patient used had been discarded.